Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 cubie pocket failed to open and required maintenance. A field service engineer (fse) found that the full height legacy drawer 3 produced a distinct sound when opened. The fse checked the position sensor gauge on hardware test (hta) and confirmed it was functioning. The fse replaced all four black bumper slides on the rails to reduce friction. After installation, the drawer opened smoothly without any clicking noise and confirmed that drawer 3 passed hta successfully. The system functioned as intended after the field service engineer replaced the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 had failed and the pocket was not opening while trying to pull the medications. Opening/closing and recovery of the drawer were attempted, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.